Manufacturer narrative:
Submit date: 02/17/2017. Initial report was submitted via report #1282497-2016-00902 on (B)(6) 2016. An evaluation of the kangaroo epump was performed for the reported condition of the unit¿s measured flow rate is not the same as the requested flow rate. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer states that the measured flow rate is not the same as the requested flow.